Event description:
It was reported that the device displayed error code 46440. The event occurred during preventive maintenance inspection. There was no patient involvement, and no patient harm was reported.

Manufacturer narrative:
B3: unknown; no information has been provided to date. The investigation included root cause, and analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
H3 and h6 codes - updated. The suspected device was returned for evaluation. No discrepancies related to the complaint were found during visual inspection. The event history log was reviewed. The customer complaint "error code 46440" was confirmed through functional testing of the device. The probable cause of the reported issue was a defective downstream occlusion (dso) sensor. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.